Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Procedure: revision t4-pelvis (logged as case reference 5093194 - (B)(4)). Di polyaxial screw (9x50mm) was placed in l5 on the left, the tip of the screwdriver shaft (698337505) broke in the head of the shaft of the screw. The surgeon removed that screw and replaced with another one. The tip was visible and obviously lodged in the shaft. Minimal operating time lost. When inserting a screw (8x55mm) in s1, the t20 screwdriver (279702050) tip broke in the shaft of the screw. The surgeon did not wish to change the screw. He was happy to leave it in. No time lost. No adverse event to patient.